Event description:
It was reported that the patient was admitted through the emergency department on (B)(6) 2022 with concern of a respiratory infection. The patient was tested negative for covid and influenza. The patient was found to be in ventricular fibrillation (vf) since (B)(6)2022. The patient thought they had the flu, so they did not call the hospital for around 4 days. The patient was shocked twice and finally returned to sinus rhythm. At that time, the patient was also to be found in liver failure and was experiencing jaundice. The patient's liver enzymes were over 200 and 400. The patient was found to be in severe right heart failure (rhf) found via echocardiogram and was being expeditiously worked up for transplant listing. The patient has been on a dobutamine drip as well as inhaled nitric oxide to combat their right heart failure. The patient remained hospitalized; no discharge planned at this time. Log file review captured pulsatility index (pi) events and routine power source changes. The ventricular assist device (vad) speed at the time was set at 5100rpm. No abnormal controller or pump faults were seen in the log. The pump appeared to be operating as intended. The left ventricular assist device was not thought to have caused the patient's right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no additional reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, hepatic dysfunction, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication and right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.